Event description:
As reported per the edwards clinical specialist, after deployment of a 23mm sapien valve, there was significant paravalvular leak (pvl) requiring the deployment of a second valve. Additional information revealed the valve was deployed in a 50:50 position, with 2+ total pvl occurring at the posterior and anterior positions. 1 ml contrast was added to the balloon and post dilatation performed without improvement. A second 23mm valve was prepped and inserted. The valve was positioned approximately one cell below the initial valve in an effort to seal the leaks. Upon deployment the second valve moved aortic and was implanted in the same location as the first valve. The pvl was unresolved. The patient was extubated and transported to recovery in stable condition. On 72 hour echo follow up the patient had mild (1+) total ai. Additional investigation revealed the following: the native annulus diameter was 20.1 mm. The patient's aortic root was moderately calcified and the aortic valve was moderately calcified. The coaxial alignment of the valve and delivery system was described as good, but the image intensifier angle was considered fair.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. According to the instructions for use, paravalvular leak is a known potential complication associated with the tavr procedure and the sapien valve. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. The edwards sapien ascendra transapical delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In this case, the root cause of the pvl cannot be determined. It was reported that the first valve was implanted in the proper position and the native valve/leaflet calcification was only moderate. However, 72 hours post procedure there was only mild (1+) residual ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.